Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device's screen was blank and didn't perform during emergency. There was no reported patient involvement.

Event description:
The customer reported that the device's screen was blank and didn't perform during emergency. There was no reported patient impact.